Manufacturer narrative:
Exact date unknown, event occurred six weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 19549328.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced, and leads were changed out and was moved higher. The patient was doing well postoperatively, and the explanted device components were not returned as they were discarded by the facility.